Event description:
It was reported per a phone call from the clinical engineer on (B)(6) 2010 at 3:35 pm, that the intra-aortic balloon (iab) was prepped and inserted without difficulty. During a routine patient check, the rn noted a small amount of blood in the helium tubing. As a result, the iab was removed from the patient and the biomed department was notified. There was no reported patient death or injury. Medical/surgical intervention was not required. The iab was not replaced, although the iab was removed early. There was no reported patient complications and the patient outcome is fine. Additional information received on 11/29/2010 from the clinical engineering department stated that the membrane had a tiny pin hole at the beginning of the balloon.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.